Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had an alert for high out of range shock impedances greater than 125 ohms. The device system remains in-service. No adverse patient effects were reported.